Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) left-sided ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during use of biosense webster products, during an idvt (left-sided) procedure, a pericardial effusion was noticed. They reported that about halfway through the case, the patient's blood pressure dropped. After looking at the ultrasound, the pericardial effusion was confirmed with intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The procedure was aborted. The patient was reported to be in stable condition. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device g9290863 number, and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) left-sided ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during use of biosense webster products, during an idvt (left-sided) procedure, a pericardial effusion was noticed. They reported that about halfway through the case, the patient's blood pressure dropped. After looking at the ultrasound, the pericardial effusion was confirmed with intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The procedure was aborted. The patient was reported to be in stable condition. The physician was unsure if the injury was caused by the ablation catheter or the ultrasound catheter. The physician believed the pericardial effusion was right-sided even though ablation was being performed on the left side. The ultrasound catheter was on the right side of the heart and the ablation catheter was on the left side of the heart. The blood pooled off from the patient was dark red and that it was believed to be from the right venous side of the heart.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-001314605 has two reports:z` (1) MFR # 2029046-2023-00788 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter).